Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 20-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient fell out of bed and thought the leads were messed up. The consumer stated that the patient wanted the device checked and was experiencing pain at their implantable neurostimulator (ins) site. It was noted that the patient fell on the ins location and wanted the device checked or taken out. No further complications were reported or anticipated. Indication for use is spinal pain.

Event description:
Additional information was received from the patient. It was reported that the patient fell out of bed and it messed up their lead. The hcp gave the patient a walker to help with falling. The issue was not really resolved. No further complications were reported.